Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the reported device loosening and polyethylene wear event without the devices to examine. It was noted the devices were implanted for approximately 12-1/2 yrs prior to revision surgery. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt revised to address loose tibial tray, osteolysis and polyethylene wear of insert.